Event description:
The event is reported as: upon inspection, balloon was found to be broken. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.